Manufacturer narrative:
Other applicable component is: product ID: neu_unknown_ext, serial# unknown, product type: extension. Device used for off label indication. The indication the device was used for was the treatment of cluster headaches via occipital nerve stimulation.

Event description:
Information was received via a manufacturer representative from a healthcare professional of a physician initiated study for intractable cluster headache by occipital neurostimulation. It was reported there was a revision. An operation occurred due to a broken extension cable. The cable was replaced.